Event description:
Hcp reported that pt experienced symptoms of going into drug withdrawal. The catheter was viewed per fluoroscope, clearing the catheter was attempted, and failed, so replacement of the system was performed. The pt had developed granulation tissue at the tip of the catheter. She had the same problem 2 years ago and the catheter was cleared at that time. The pt recovered well from the surgery to replace the system and has been experiencing very good pain relief.